Manufacturer narrative:
The reported incident that proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm was alleged of issue s-44 (cold welding) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the use of power tool for final insertion of the locking screw. Please note that our operative technique states that power insertion should be stopped approximatively 1 cm before engaging the screw head in the plate, since power may damage the screw/plate interface, leading to screw jamming. Final tightening of the locking screw is always to be performed by hand using the 2.5nm torque limiter (702760) in combination with a screwdriver bit t15 (705015) and the t-handle (702427). The device inspection revealed the following: the locking screw cat# 661050 results not aligned perpendicular to the plate/hole. Its head is worn because of surgeon¿s unsuccessful attempts of removal. An axsos screwdriver (ref# (B)(4)) was used to try to remove the screw from the plate, but this resulted impossible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It is reported by the nurse that the screw cold welded to the plate.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that the screw cold welded to the plate.